Manufacturer narrative:
This event occurred in (B)(6). The e801 module serial number used at the investigation site was (B)(4). The sample was requested for investigation, however, there was not enough sample material remaining to complete the investigation. From the information available, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer questioned thyroid results for 1 patient sample tested for elecsys tsh (tsh), elecsys ft4 iii (ft4 iii), and elecsys ft3 iii (ft3 iii) on a cobas e 801 module. The patient sample was submitted for investigation where discrepant results were identified for ft4 iii and ft3 iii between the customer's e801 module, the architect method and an e801 module used at the investigation site. Discrepant elecsys ft4 ii (ft4 ii) results were also identified during the investigation. The initial results from the customer site were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results and medwatch with patient identifier (B)(6) for information on the ft3 iii results. There was no allegation that an adverse event occurred.